Event description:
It was reported the patient received inappropriate shocks. During the replacement procedure, the sheath tore through the vessel, the patient started to hemorrage, and the patient's condition began to deteriorate, but did not require CPR. During stabilization of the patient, the system was removed, and it was unsure whether sterility was maintained. The patient was taken to the or for vessel repair, undergoing open heart surgery. The patient recovered and was reimplanted 6 days later with a new system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: proximal conductor fractured; distal segment returned and analyzed.